Manufacturer narrative:
Section d: information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: UDI#: analysis of wr9200 serial/lot #: (B)(6) recharger found patient complaint confirmed. Led#s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger doesn't work, because it hasn't been used for a long period of time as they were in the hospital. Patient stated that they notified the rep last monday, and they were told that they need a replacement recharger and dock. Agent had the patient plug in the dock, and place the recharger on it. Patient confirmed that they see a green light on the dock, but it doesn't stay on unless they hold the recharger cord, and the recharger only shows a flashing light on the battery indicator but it does not power on. Agent had the patient reset the recharger on/off the dock, but it still would not power on. The charging port is somehow lose, and they have to hold the charger. Agent requested a replacement through repair. Additional information received from manufacturing rep stating they began attempting to start a physician recharging session and was not able to get the recharger button press sequence correct. During the call the caller was able to start the recharge successfully. The caller will work with the patient to continue charging the ins.